Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0215971701, implanted: (B)(6) 2018, product type: lead. Product ID: neu _perc_extension, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: neu_perc_extension, serial/lot #: unknown, ubd: asku , UDI# asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to their implanting surgeon the day prior to report with ¿a small pimple with an exposed piece of silicone tube visible.¿ the extension was reportedly previously bisected during the second stage, permanent implant procedure and the extension was retained in the patient around 4cm medial of the pocket site. It was noted the extension segment was unintentionally left in the patient. A manufacturer representative was called to the operating theater on theday of report, where the silicone insulation and the extension header block were explanted in full. It was noted the patient¿s implant was not disrupted during the procedure and the patient¿s therapy was unaffected and considered a clinical success. The issue was resolved at the time of report; the patient was alive with no injury at the time of report. No further complications were reported or anticipated.